Manufacturer narrative:
The device has not been received for evaluation. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one other complaint reported in the lot number. Additional information was requested by email, fax and phone. A completed questionnaire has not been received. (B)(4).

Event description:
A nurse reported that following intraocular lens (iol) implant surgery, a patient experienced blurry vision. The lens was exchanged for another model. Additional information has been requested.